Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by abdominal pain, vomiting, and fever. The breach in aseptic technique was further described as infection during transfer set change related to wrong technique in changing. Eight days after symptom onset, the patient was hospitalized and began treatment five days later with voriconazole (200mg, twice a day, orally, ongoing). Thirteen days after the onset of event, the patient recovered from abdominal pain, vomiting and fever and was discharged from the hospital. At the time of this report, the patient was still recovering from the peritonitis event. Pd catheter has been removed and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.